Event description:
It was reported that prior to the start of a da vinci-assisted other fundoplication surgical procedure, the vessel sealer extend (vse) would not complete self-test and indicated the blade was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not able to provide the batch sequence as there were multiple instruments for various rmas ready to be shipped. The customer confirmed there was no patient injury, at most a short surgical delay. Patient demographic information was requested but unavailable. The customer was notified of the missing ceramic dot and the customer confirmed that no fragment fell into a patient from this vessel sealer. There were no reports of fragments falling from the device. The customer confirmed that a patient had not returned to the hospital from experiencing any post-surgical complications related to retaining a foreign object. The customer stated if a fragment had fallen, the surgeon would have removed the piece with another tool.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of dislodged blade to be related to the customer reported complaint. Visual inspection showed that the blade was exposed outside of the blade garage by approximately 0.119". No conductor wire damage or snake wrist damage was found. There was light bio debris found at the instrument tip. A review of remotefe log showed 0 of blade exposed failures. The knife slot measured at 0.027". The root cause of this failure is typically attributed to mishandling/misuse. Additional observation related to the customer reported complaint includes that the instrument was found to have homing failure during initialization. Based on log review and during in-house testing, this was likely caused by the dislodged blade. The logs showed 3 of 22026 error codes indicating "vessel sealer failed during homing." The instrument was placed on the system and failed self-test on multiple attempts. The root cause of the failure is likely caused by the dislodged blade. Additional observation not reported by site include the instrument was found to have a dislodged jaw ceramic dot. The instrument failed the swipe test. The dislodged ceramic dot location is at dot 1, measuring approximately 0.040" x 0.609". The root cause of this failure is typically attributed to mishandling/misuse. The dislodged jaw ceramic dot was not returned alongside the instrument. No image or video for the event was available for review. A review of the instrument log for the vessel sealer extend instrument (part# 480422-01 / lot# m91210630-0068) was last used on (B)(6) 2021 in an other fundoplication procedure performed on system (B)(4). This is single use instrument. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.